Event description:
Medical device pressure ulcer: skin breakdown occurred causing a stage 3 pressure ulcer on the left side of scalp, where osia/ hearing device magnet was located. Unable to wear hearing device for close to 5 weeks now as ulcer heals.